Event description:
A customer reported to baxter corporate product surveillance a flo-gard infusion pump that cut the tubing, which leaked while the patient was in therapy. This condition had the potential to interrupt delivery. After the patient was discharged, the nurse noted that approximately 150cc of herceptin was on the floor and the patient did not receive the full dose of medication. There were no reports of patient injury, medical intervention or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or the device becomes available, a follow-up report will be submitted.